Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during atrial tachycardia / atrial fibrillation resulting in inappropriate mode switch, inappropriate tracking to the upper rate and underreporting of the atrial fibrillation burden. The lead remains in use. No patient complications have been reported as a result of this event.